Event description:
Additional information received from a manufacturer representative (rep) and confirmed with the healthcare professional reported the pump was put in the mail last week. The status of the portion of the catheter that was removed was that it was evidently thrown away by the staff. The remainder of the catheter remained implanted. No further complications were reported / anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc; lot#serial#: (B)(6); implanted: on (B)(6) 2019; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020. The patient had a follow up call and the patient indicated they were being managed by their primary care provider. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 26-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative regarding a patient receiving fentanyl 2000 mcg for a total dose of 525.05341 mcg/day and bupivacaine 20 mg for a total dose of 5.25053 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient presented to the emergency room (ER) with vomiting and abdominal pain. It was determined the patient was suffering from abdominal necrosis. The patient was transferred to the hospital and the patient was going into surgery. It was noted the patient had a necrotic bowl. During surgery, the surgeon found/observed the tunneled portion of the intrathecal (it) catheter was going through the abdominal cavity. The pump and catheter needed to be removed. There were no factors that may have led or contributed to the event. It was unknown what diagnostics/troubleshooting was performed. On (B)(6) 2020, the pump and pump segment part of the catheter were removed/explanted and not replaced and the remaining catheter (approximately 22cm) was tied off/ligated. The outcome of the event was noted as ongoing. The patient's status at time of report was alive-no injury. The patient's medical history was asked and will not be made available. The event resulted in in-patient hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The clinical diagnosis was necrotic bowl. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8596sc; serial# (B)(6); implanted: (B)(6) 2019 ;product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated the patient's pump was removed on (B)(6) 2020 and the catheter insertion site started hurting at this time. The hcp has obtained "pa" for catheter removal. However, the patient has not called back to schedule. Regarding the report the device "has just about killed" her, the hcp stated this was in reference to the catheter coming out of her intrathecal space and wrapping around her bowel.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated from ischemic bowel status with post exploratory laparotomy with open abdomen to internal hernia of the small intestines. A computed tomography (CT) at the hospital found an internal hernia of the small intestines. The bowel was looped around the pump tubing. It was noted the bowel appeared somewhat dilated and otherwise healthy. The etiology of the event was updated to related to the device or therapy and possibly related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code e2327 and device code a0104 no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (B)(6) 2021. The patient stated in (B)(6)2020 they had made one trip to put their stuff in their closet and went back to their rental and collapsed. The patient stated their husband found them on the bedroom floor screaming "help me." The patient stated theydid not remember a whole lot about this event. The patient stated they do remember being in a lot of pain and their husband had to fly them to the emergency room. The pain meds they were given did not take care of the pain.